Event description:
It was reported that a patient presented with dislodgement resulting in low r wave sensing and far p over-sensing. A lead reposition revision was planned. No adverse patient consequences were reported.

Event description:
New information received notes that loss of capture was noted and the lead was repositioned on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: field for health effect - impact code should be no health consequences in prior report.